Event description:
Customer complaint - limited data available. States that she started to get a rash and burn in the area where the heating pad was used.

Event description:
Customer complaint - limited data available. Customer stated that they started to get a rash and burn in the area where the heating pad was used.